Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/72 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: risk of cardiac implantable electronic device infection after early versus delayed lead repositioning. Journal of cardiovascular development and disease. 2024, 11, 117. Doi: 10.3390/jcdd11040117. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the risk of cardiovascular implantable electronic device (cied) infection after lead repositioning. The authors described patients who underwent reoperations and were divided into groups based on early or delayed reoperation. Early revision was defined as a reoperation performed within one week after the primary implantation, while delayed revision meant a reintervention after the first week of the primary operation but not later than one year. Reinterventions were performed in 249 patients due to lead dislocation or dysfunction or generator replacement for unknown reasons within one year of initial implant. Post revision procedures, there were nine patients who developed an infection; two patients had incisional superficial inflammation that resolved conservatively after treatment with antibiotic therapy. Seven patients required complete system explants or lead extractions due to infection. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.